Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/14/2025, the user and caregiver reported that the ilet touch screen was unresponsive and a crack was observed on the device. The cause of the damage was unknown, occurring between 08/12/2025 and 08/14/2025. The device could not be used, and the user switched to backup therapy. Blood glucose (bg) reached 264 mg/dl but was not out of range for more than 90 minutes. The ilet alerted to the high bg. No symptoms, external assistance, or medical intervention occurred.